Event description:
Patient reported that a lancet is protruding from the end of the multiclix lancet device. Patient indicated that no accidental puncture occurred as a result. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.